Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump's alarm noise had gotten slower and it was harder to hear when the alarm goes off. The customer also reported that the insulin pump had rejected batteries and he had to change the batteries in 1-2 weeks sometimes. The insulin pump will not be returned for analysis.